Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reporting issue. Based on the results of the investigation of the foreign debris in the air water nozzle, the root cause was inconclusive. The user conducted reprocessing in accordance with the instruction for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the angulation in all directions were out of specification as well as the angle play. Upon further inspection, it was observed that foreign debris was clogging the air and water nozzle. Due to this finding, water removability did not meet the standard value. Additionally, dirt and or protein was observed on the following unit components: plastic distal end cover, bending section cover, connecting tube, the grip, the control unit, right and left knob and on the up and down knob. These findings of foreign debris, dirt and protein were due to insufficient reprocessing of the scope. It was observed that the adhesive of the bending section cover was detached. It was observed that the image guide protector had a cut. It was also observed that the image contained black dots due to damage on the charge-coupled device unit. Lastly, scratches were observed on the following unit components: scope connector cover, the grip, switch 1, objective lens, light guide lens, the universal cord, scope connector and on the scope connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope had low angulation and free play. The reported issue occurred at reprocessing during the cleaning sterilization and disinfection (cds) of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign debris was blocking the nozzle. Additionally, dirt and protein were found on several unit components, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.